Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared a low power alert less than 24 hours after the pump was charged to 100% battery life. It was also reported that the cartridge was leaking and the fill estimate decreased from 240 to 0 units of insulin.